Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 1 message on their one touch ultralink meter. The patient mentioned that the reported issue began on (B)(6) 2010 at 11:00pm. The patient did not take any action due to the alleged issue. The following morning at 6:30am, the patient developed a headache. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product was being used. The reported issue was not resolved and the meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the patient's symptoms are not suggestive of a serious injury. The complaint is being reported since the error 1 message was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.